Event description:
This report is from the literature in which the author described a clinical syndrome of laryngeal hypersensitivity following laryngeal nerve injury. A 50 year-old man presented with severe hoarseness after undergoing resection of a benign neural tumor from the left neck. He also complained of paroxysms of coughing, difficulty swallowing and pain in the left jaw area radiating upward. To provide temporary improvement in glottic closure, gelfoam was injected into the left true vocal fold. A few minutes after extubation, he developed airway obstruction and was reintubated. Laryngospasm was diagnosed. He was later extubated with no airway compromise. After discharge, he experienced several episodes of coughing that progressed to significant stridor, generally in response to ingestion or inhalation of food. Two weeks after the gelfilm injection, his airway became totally obstructed and was immediately intubated by paramedics. At the hospital, a tracheotomy was performed. It was assumed that his coughing spells had been caused by laryngospasm and that the gelfilm injection had allowed the spasm to cause total glottic closure. Over the months, the gelfilm resorbed and the spasms no longer resulted in total occlusion. The patient preferred to retain the tracheotomy tube, which he uncaps whenever he has a stridorous episode.